Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having a lot of issues with her meter, and high blood sugar's. Her blood sugar was 47mg/dl. It was later reported that the customer's blood sugar was 36mg/dl then 92 mg/dl, 65 mg/dl and 457mg/dl. She tried a different meter, and it read 515mg/dl. The customer declined troubleshooting for their blood sugars. The customer's current blood sugar is 325 mg/dl. The product was not returned for analysis.